Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The diffuse and long target lesion being treated was located in the calcified proximal to mid right coronary artery (rca). The lesion was predilated with an unknown balloon catheter. A 4.00x38mm promus element stent delivery system was then advanced to the rca, however it was unable to cross the lesion after multiple attempts. The stent was damaged during the attempts to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)